Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false positive reactions of two patient samples with the anti-b of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that the false positive reactions were 2+ positive. (B)(6). While waiting for the material the customer announced to return for investigational testing, our, quality control laboratory tested their retention sample of the supposedly defective lot with different donor samples and the current lot of ih-cell a1, b on ih-1000. A total of 54 cards were used for testing on the ih-1000. The focus was on donor samples of blood group a and o. All positive and negative reactions were correct. We did not observe any false positive reaction. Furthermore, the retention sample was visually checked for intact sealing, homogeneity of the gel, filling level and presence of a supernatant. No abnormalities were found. All acceptance criteria were met. The customer actually provided three ih-cards for investigational testing. They were visually checked for intact sealing, homogeneity of the gel, filling level and presence of a supernatant. No abnormalities were found. All acceptance criteria were met. (B)(6). A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false positive reactions of two patient samples with the anti-b of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that the false positive reactions were 2+ positive. One patient sample was from a baby (< 12 months) who historically had blood group o rhd. In addition, ih-cell b reacted negatively. Correct negative reactions with anti-b occurred in subsequent repeat testing in the tube as well as in the manual gel card approach. In addition, the b cell showed a 1+ reaction. The second patient sample was from an 8-year-old child. The initial determination showed the blood group o rhd positive. For the second determination, another tube was taken from the same patient, which, however, then reacted false positive with the anti-b. While waiting for the material the customer anounced to return for investigational testing, our, quality control laboratory tested their retention sample of the supposedly defective lot with different donor samples and the current lot of ih-cell a1, b on ih-1000. A total of 54 cards were used for testing on the ih-1000.the focus was on donor samples of blood group a and o. All positive and negative reactions were correct. We did not observe any false positive reaction. Furthermore, the retention sample was visually checked for intact sealing, homogeneity of the gel, filling level and presence of a supernatant. No abnormalities were found. All acceptance criteria were met. The customer actually provided three ih-cards for investgational testing. They were visually checked for intact sealing, homogeneity of the gel, filling level and presence of a supernatant. No abnormalities were found. All acceptance criteria were met. A total of 4 runs were performed on the ih-1000 with the materials provided by the customer: run 1: test the ih cards returned by the customer with the ih cell a1&b returned by the customer. Run 2: testing of the ih-card retention sample with the ih-cell a1&b returned by the customer. Run 3: testing of the ih-card retention sample with the ih-cell a1&b retention sample. Run 4: testing of the ih-card retention sample with the retention pattern of the most current lot ih-cell a1&b. In all four runs we did not observe any false positive reaction with the anti-b. The newborn samples #(B)(6) showed blood group o. The results of forward and reverse typing were correct and consistent. The sample (B)(6) (7 months old baby) showed blood group o in the forward testing, but the results with ih-cell a1, b in the reverse typing were negative. Additionally, the plasma of sample (B)(6) (7 months old baby) was tested in the tube test with biotestcell-a1, -a2 and -b. The performed tests were immediate spin, 5 minutes at room temperature, 30 minutes at 2 to 8 °c. All reactions were completely negative. The plasmas of the newborns had also tested in the tube test and yielded strong positive results. Furthermore, the provided patient samples were tested in the tube test with seraclone anti-a, seraclone anti-b and seraclone anti-ab. All samples showed correctly negative results according to blood group o. The customer provided screenshots and trace files for investigation. In the investigated trace files, the forward and the reverse tests are consistent. In the forward test where the patient's red cells are diluted and distributed, the wells were dispensed from the well ctrl to the well anti-a. By considering the dispense sequence, we could deduce that the inter-well contamination was highly suspected. The inter-wells contamination is generally caused by using ih card on bad status (drops of antisera under the aluminum foil of the ih card) and or the non-centering of the needle/ ih card wells. Based on the screenshots the complaint was classified as confirmed - upp (unexpected product performance). However, the complaint sample and the retention sample reacted as expected. In the forward testing all patient samples showed correct results. And only the sample of the 7-month-old baby showed completely negative results in the reverse typing, but not only in the gel method but also in the tube test and might be explained by the diagnosis, the sample was from a 7 month old patient. The chapter limitations of the instruction for use for ih-card abo/d(dvi-)+rev. A1, b contained the note: "decreased or missing abo antibody reactivity may be seen in disease states, the elderly or infants resulting in false negative reactions." Since the problem of the false positive reaction with the anti-b only occurred on the customer's devices, a general lot problem can most probably be ruled out. Based on the observed issue at the customer´s site we highly recommend noting the following points according to the chapter precautions of the instruction for use: · do not use cards showing signs of drying, discoloration, bubbles, crystals or other artifacts. · do not use cards with damaged foil strips. · do not use gel cards if the gel matrix is absent or if the liquid level in the microtube is not at or below the gel matrix. A clear liquid layer should be visible on top of the uniform gel matrix in each microtube. · cards with dispersed drops observed at the top of the microtube, due to improper storage or shipping conditions, have to be centrifuged with ih-centrifuge l or ih-reader 24 with preset time and speed before use. If drops are still observed on top of the microtube after one centrifugation it is recommended to not use the card." Furthermore, we highly recommend: - replace the needle if it was bent or damaged - the adjustment of the needle centring relatively to the ih card wells must be performed for all position in the pipetting area. - control and adjust the diameter of the hole pierced ih card. It must be centred and checked by the diameter tools. - check the ih card pin piercer, please replace it if it was damaged or presents some smudge in the surface. -control the washing pot, it must be clean inside, and the used liquid (system liquid) must be correctly evacuated. -finally, perform a weekly maintenance and qc test. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.